Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge was not connected to the station. The field service engineer confirmed that the issue was resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge was not connected and prevented the user from retrieving medication to the patient. However, there were no adverse events or injuries reported based on this event.